Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. A field service engineer replaced the main drawer 1.1 and 2.1 controller cards. A field service engineer replaced the t-card for main drawer 1.1. The row board cable for main drawer 1.1 was reseated, and it was tested by the customer, who confirmed that it is functioning excellently now. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed.the customer stated that this malfunction caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the device manufacture date.